Event description:
It was reported that the implant in site 19 was removed due to a fractured collar. Noted inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.